Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  suspected/actual rupture/deflation.

Event description:
Physician reported via national breast implant registry (nbir) of right side "suspected/actual rupture/deflation." The device has been explanted.